Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. IFU details guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient has been hospitalized since admitted on (B)(6) for pre-implant. A routine transesophageal echo (tte) was performed on the (B)(6) and results indicated a possible right atrium (ra) thrombus that was identified. Patient had been on heparin infusion with "appt" 42-78 transitioning to warfarin inr 2.0-1.4. Inr target 2.5-3.0. Clexane if inr <2. Echo from (B)(6) showed that the issue was resolved. It was stated that the patient was discharged on (B)(6) and remains stable as outpatient. No additional information available.

Manufacturer narrative:
Pump was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 179 low flow alarms were recorded beginning (B)(6) 2016. In addition, 68 suction alarms were recorded beginning (B)(6) 2016. Pump parameters were within the normal operating range for the 14 days leading up to the reported event. There is no evidence to suggest a device malfunction cause or contributed to the reported event. Clinical factors may have contributed to the reported event and related comorbidities, anticoagulation therapy may have also been a contributing factor. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump. The root cause of the reported event cannot be conclusively determined due to multiple contributing factors; there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.